Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery of the programmer would no longer hold a charge. It was recommended that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.